Manufacturer narrative:
Technician discovered all brake and steer casters were going bad. Technician replaced all brake and steer casters to resolve.

Event description:
Customer stated brakes weren't holding (racheting side to side).